Manufacturer narrative:
The investigation reviewed the provided calibration and qc results and the results were within the acceptable ranges. There was no indication of a reagent or instrument issue. The investigation reviewed the system alarm trace and found sample clot detection alarms. The customer's centrifugation speed and time were 10000 x g for 1 minute. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on two cobas 8000 e 801 modules. The patient's initial troponin result was not reported outside the laboratory. The customer performed repeat testing with the sample on the same e 801 module and a different e 801 module. The initial e 801 module had a serial number of (B)(4). The serial number of the other e 801 module was requested but not provided. The patient's initial troponin result was 16.1 ng/l. The patient's first repeat troponin result on the same e 801 module was 50.0 ng/l. The patient's second repeat troponin result on the same e 801 module was 21.5 ng/l. The patient's third repeat troponin result on the other e 801 module was 22.6 ng/l. The patient's fourth repeat troponin result on the other e 801 module was 21.6 ng/l. The troponin reagent lot number was 523685 with an expiration date of 31-jul-2022.